Event description:
Follow-up information revealed the patient underwent surgical intervention where her lead was explanted and replaced. It was also reported during the procedure, the patient's ipg was electively explanted and replaced with a different model. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation. Reprogramming was attempted to no avail as unintended left side stimulation occurred. Diagnostics revealed high impedances for the scs lead. Additionally, x-rays revealed the lead is fractured. Subsequently, the patient will undergo surgical intervention as the next course of action